Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient notifier alert due to low hvli was observed on a (B)(4) tranmission. The patient was seen in clinic, and device function was normal. The device remains implanted and the patient will be monitored via routine follow-up.